Event description:
The customer's case manager reported via phone call that the customer was currently hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of the emergency room visit was 639 mg/dl. The customer was vomiting and had abdominal pain. Caller reported that the insulin pump did not appear to be delivering insulin. During troubleshooting, no malfunction of the insulin pump was found, but the customer requested a replacement. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.